Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous high results for one patient sample tested for testosterone. The customer also mentioned that they had result outliers for cortisol, but provided no further information regarding this test. The sample initially resulted as 0.88 ng/ml. A frozen aliquot of the sample was then repeated on (B)(6) 2015, resulting as 0.221 ng/ml. The patient was not adversely affected. The testosterone reagent lot number was 187861. The reagent expiration date was asked for, but not provided. The field service representative visited the site on (B)(4) 2015 and ran precision studies on the instrument using control material. Outliers were observed during the study. He changed the reagent probe on the analyzer. The field service representative returned again on (B)(4) 2015 to perform precision studies on the analyzer. No further abnormalities were seen since replacement of the reagent probe.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A reagent probe from the instrument was provided for investigation and investigations could not determine any issues with the probe. The most likely root cause is a contamination inside the reagent probe.